Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The stents remain implanted; therefore, not available for eval. The event investigation is currently underway. Please note that this event involves two devices, of the same size, for which the identifying product info (such as catalog number/lot number) is not available.

Event description:
It was reported that a stent occluded two months after implant. Two stents were deployed in a kissing technique for stenoses in the iliac artery bifurcation. As the stents took a "dog-bone" shape upon implant, two add'l competitor's stents were deployed overlapping the first two stents. Two months later, imaging identified an occlusion within the right iliac stents. Three add'l stents were successfully deployed overlapping the previously implanted stents in the right iliac artery without any injury to the pt.